Event description:
It was reported that the children's hospital of (B)(4) is experiencing an issue with a trach product. Additional information is pending.

Manufacturer narrative:
Additional information: d4, g3 and g5 are unknown. No product information has been provided to date h6. .this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. One (1) picture was attached and reviewed. Picture shows a tracheostomy tube inside a pouch, no defects are visible. Per the attached pictures the complaint cannot be confirmed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: d1 d2 d3.